Event description:
The complainant reported that during an in-service at the customer site, the automated impella controller's (aic) purge disc would not engage. Once purge disc was removed the purge disc holder was loose and a spring and small piece fell from behind the purge disc holder. No report of patient involvement.

Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. The console (aic) was returned for evaluation. Upon inspection of the console, the purge retainer (flag also non-functional) was confirmed to be broken. Before returning this console back to the customer, the purge retainer/ flag was replaced and a full functional check on the console and optical system was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.